Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to met specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received four percutaneous leads (from the same lot) as part of his scs system. It was reported the patient noted one of the peripheral (off-label) leads had eroded through his skin and the site became sore. The physician decided to remove the patient's entire system on (B)(6) 2013 due to the potential for infection. Allegedly, no cultures were taken. The patient was treated with oral and intravenous antibiotics. Follow-up indicated the site had healed.